Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, toothbrush snapped while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number was to 13912sg h1. The returned field sample was received on (B)(4) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken at the basic handle. The tufts were deformed. The handle breakage was at the thinnest point of the handle. During the overbend test of validation, no toothbrush was broken. Changes to increase handle stability and avoid breakages during an ordinary using of the toothbrush were under examination. No manufacturing error has been detected. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, toothbrush snapped while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.